Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported an itchy, red spot under the back therapy electrode pad. There is no alleged device malfunction. The patient's doctor recommended applying aloe vera gel to the skin irritation. Follow-up indicated that the skin irritation was improving.